Event description:
It was reported that the sharpsaway cup was loaded with two needles. The nurse attempted to remove the used cup from the molded plastic tray to throw into the larger sharps container. The sharpsaway cup broke into two pieces with the top half coming off leaving the used needle points exposed. There was no pt involvement with this incident. The pt outcome was okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.